Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 45 mg/dl and treated with food. The customer is calling back with tubing clamps to check the pump. Troubleshooting found that the insulin pump passed the high pressure test. Customer was also advised with priming the pump. Customer declined further low blood glucose troubleshooting.